Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file was sent for review. The periodic log file showed a controller clock corrupt and clock invalid alarms on (B)(6) 2019 along with odd relative state of charge (rsoc) voltages while on ac power. The event log for primary controller showed a string of odd rsoc while patient was on ac power on (B)(6) 2019 until the drive line was disconnected when patient switched to their back up controller. The backup controller's log file showed 11 lines of data, which all contained controller clock corrupt and clock invalid alarms. Also noted this file included a string of odd rsoc voltages while patient was on ac power. The event log showed ontroller clock corrupt and clock invalid alarms on (B)(6) 2019. The patient switched to his back up controller because of the persistent back-up battery faults. After switching to his back up controller he called for guidance because he was having back up battery faults still. While attached to his power module and on the phone with me he was having cable disconnect alarms even though the leads were securely attached. Patient changed to batteries and brought his equipment to clinic. Interrogated both controllers with the hospital equipment and there were no active advisory alarms. Checked both back-up batteries to ensure they were properly installed. After verifying this, customer attached monitor to his power module and patient cable and connected his controller. After a few seconds, patient began to alternate between low voltage advisory alarm and back up battery expiring-replace alarm. He then began having the back up battery fault alarm on his controller. Customer reconnected him to batteries and exchanged his patient cable for a new patient cable and reconnected his controller. After about 15 minutes, there were no alarms, patient was sent home with the new cable. No visible damage seen to the cable but returned it as well as the back-up battery and the controller that had been exchanged a few weeks ago. The no external power was due to the patient changing the controller. The patient had no symptoms. Patient came to office and it was found his power module cable was defective. Patient was given new power module cable. Patient was on power module during this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltages was confirmed via the log files; however, these alarms were determined to be related to an issue with the power module patient cable. The reported backup battery fault alarms could not be confirmed; however, based on the provided information, the alarms do not appear to be related to an issue with the system controller. The reported alarms are addressed under a different investigation. Log file 8a021039 contained approximately 12 hours of data on (B)(6) 2019 per the timestamp). Throughout the log file, the controller recorded low voltages while connected to the power module. Intermittent low voltage advisory alarms were active due to the rsoc voltage falling below the low voltage threshold. The driveline was disconnected on (B)(6) 2019 at 22:26:36 and both power cables were disconnected at 22:27:13 to perform the reported controller exchange. The controller was briefly reconnected to the power module on (B)(6) 2019 at 9:35:44; the voltage at this time was approximately the expected value, which is consistent with the provided information that the issue resolved once the power module patient cable was exchanged. No other notable alarms were active in the log file. The pump maintained a speed above or equal the low speed limit while the driveline was connected. The account communicated that the patient experienced the reported alarms on both the primary and backup controllers, and that the alarms were resolved by exchanging the power module patient cable. The power module patient cable was previously investigated. The event could not be correlated to an issue with the system controller. No further information was provided. The manufacturer is closing the file on this event.